Manufacturer narrative:
Date of event - estimated as (B)(6) 2020 as the article was accepted around mar2020. Literature citation: kleinecke, c, et al. (2020) impact of conscious sedation and general anesthesia on periprocedural outcomes in watchman left atrial appendage closure. Cariology journal 2021; vol. 28, (1): 519-527

Event description:
It was reported via literature that cerebral vascular accident (cva), thrombosis, pericardial tamponade, major bleeding, heart failure, and peri-device leaks on transesophageal echocardiography (tee) occurred. Left atrial appendage closure (laac) procedures were performed for 521 patients and a watchman laa closure device was implanted in all of them. This occurred at two separate centers between 2012 and 2018 with the lichtenfels site performing 303 laac procedures in general anesthesia (ga) and the coburg site performing 218 laac procedures in conscious sedation (cs). For both groups, the procedures were performed in a catheterization laboratory and were both guide by transesophageal echocardiography (tee) and fluoroscopy. In the cs group, there was 1 documented case of procedure-related death (0.5%) in which the patient suffered from a major cva (0.1%) shortly after the intervention. In this patient, cerebral computed tomography (CT) demonstrated relevant ischemic cerebral infarction more than 24 hours post procedure, and the patient died 3 days post procedure. At the 30 day follow up, tee follow up was performed for 62.2% of the cs group and for 100% of the ga group. Device related thrombosis was identified in 7 patients with 1 patient (0.8%) being in the cs group and 6 patients (5.2%) being in the ga group. There were also 10 patients who died at the 30 day follow up with 7 patients (3.6%) in the cs group involving 2 unexplained deaths, 2 deaths due to heart failure, 1 due to liver failure, 1 due to pancreatic cancer, and 1 due to stroke as illustrated earlier in the procedure-related death. In the ga group, there were 3 patient deaths (1.4%) with 1 involving an unexplained death, 1 due to pneumonia, and 1 due to a spontaneous retroperitoneal hematoma 25 days post index procedure. Peri-device leaks greater than 5mm were identified via tee in 18 cases with 9 patients (8.6%) being in the cs group and 9 patients (7.8%) being in the ga group. At the 30 day follow up, it was also noted that there were 6 cases of pericardial tamponade with 2 patients (1.0%) being in the cs group and 4 patients (3.5%) being in the ga group. There were also 7 major bleeding events with 3 patients (1.5%) being in the cs group and 4 patients (3.5%) being in the ga group. There were 2 total cases of major access vessel complications with 1 (0.5%) being in the cs group and 1 (0.9%) being in the ga group. The need for cardiogenic shock was identified 2 times (1.0%) in the cs group and the need for cardiopulmonary resuscitation (CPR) was identified 1 time in the cs group.